Event description:
The distributor contacted animas on (B)(6) 2013 alleging the audio bolus button had fallen off of the pump. No further information was available. A damaged audio bolus will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect button damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data did not reveal any activity outside of normal use. On examination, the audio bolus button cover and the internal button slug were detached from the pump and mission. Complete investigation was not possible due to the missing audio bolus button. The display screen was noted to be dim and discolored.